Event description:
It was reported that during a implantable pulse generator (ipg) changeout procedure the physician decided to prophylactically replace the patients right ventricular (rv) lead due to increasing thresholds overtime. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: e2dr01aa, implantable pulse generator (ipg); implant: 2004 (B)(6). (B)(4).